Manufacturer narrative:
Two decontaminated drainage bags with date code 119-0d62 were received at the manufacturing site for evaluation. According to the date code printed on both bags, they correspond to product code p4p16xts and lots 2010524064 and 2010524164 which were manufactured on april 28, 2020. The samples do not correspond to the product information reported: p4p16xtsd and lot 2113141764. The device history records were reviewed, and no abnormal process conditions were present during the manufacturing of the products that could have led to the issue reported. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The samples were both visually and functionally inspected per procedure. Both samples were received with the catheters connected to the bag adapters, the detachment of the catheters were not visually observed. A tension test was then performed, the minimum acceptable specification is 6 lbs. For silicone catheters, the results of the tests were 9.63 lbs. And 7.23 lbs. The catheter-to-adapter stress test specifications were acceptable. The reported issue could not be confirmed at this time. However, as part of continuous improvements, a corrective and preventive action (CAPA) has been initiated to further investigate and address the report of catheter detachments through a more robust investigation. The results of that investigation will be documented through the CAPA.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the foley catheter dislodged from the tubing.